Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found minor fine dust contamination in the device. The device's event logs were downloaded and reviewed. The manufacturer found to contain one instance reboot error code, e-130. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. Minor fine dust contamination in the device was found. Section h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has minor dust contamination. There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on nov 25, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event.there was no report of serious patient harm or injury.